Event description:
Resident was being transferred from bed to wheelchair by lift. Sling was put on correctly with chains hooked up correctly. Two staff members, registered nursing assistants present to complete procedure. One of these was positioning the wheelchair as the other negotiated the lift with resident to wheelchair by backing up and turning, then moving lift forward and turning. As she moved the lift forward the mechanism holding the resident moved with the staff member as the bottom platform stayed stationary. The top mechanism twisted out of the bottom platform as it turned, the resulting unbalance dropped the resident to the floor with the top mechanism landing on her. Lab, x-ray cervical spine, ls spine, pelvis left hip. No fractures.